Event description:
Tip of the five year old drill guide was broken off during use in surgery. Surgeon was able to locate and remove the broken piece without impact to the pt or significant delay to the procedure.